Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011; 419688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing observed on the presenting rhythm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.